Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain indications. It was reported that the patient was seeing a 8286 code on the personal therapy manager (ptm). Discussed that this is the empty reservoir alarm. The ptm was showing an alarm date of (B)(6) 2022. Discussed having the patient see the healthcare provider and confirm programming with the tablet. Discussed empty reservoir alarm, no priming, confirm date, consider dosing, monitor for volume discrepancy and efficacy. Additional information received from the company representative reported that the patient misread the ptm as it was showing (B)(6) 2022 but they read it as (B)(6) 2022, so their pump went empty. They had a refill completed on (B)(6) 2022 and no additional issues have been reported.